Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned.

Event description:
Facility reported to sales representative that a nitinol wire allegedly became stuck in a sickle cell patient. Patient was reported as having had several piccs in the past. Sales representative stated that the lot number is unknown for this PICC. The wire was reportedly removed by the surgeon. No patient injury reported.